Event description:
On (B)(6) 2003, the pt was implanted with a sparc sling to treat urinary incontinence. It was reported that the pt had a previous revision, details were not provided. On (B)(6)2013 approximately 2 cm of mesh was removed due to extrusion.

Manufacturer narrative:
Should add'l info become available regarding this event it will be re-evaluated and a follow-up report will be sent.